Event description:
Rn states during polypectomy procedure using valley lab cautery unit with setting at 20coag/0cut md placed snare down unk model scope into transverse colon to remove a 5 1/2cm polyp. Md snared polyp, applied current and noted, that was not getting full current & snare loop could not be removed from polp. Md used forcep to cut loop from polyp. Pt was admitted with bleeding noted.